Event description:
Additional information received indicated the left ventricular (lv) lead was explanted and replaced successfully. The patient was in stable condition.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular (lv) lead had no capture and was over-sensing far p-waves. It was later confirmed via a chest x-ray that the lv lead was dislodged. The patient was asymptomatic. No changes were made and there were no consequences to the patient.